Manufacturer narrative:
Analysis of programming history. Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes were received at manufacturer that documented the pt came into the office in 2002, and their vns was interrogated and found set to 0ma output current. Internal programming history was searched for pt and another event of the pt being set to 0ma output current was noted in to have occurred in 2003. An interrupted systems test was performed that day. The pt came back into the office in three months later, and had their settings corrected. An interruption during a system test can reset the generator to the variation of the system test parameters, depending on where the test was interrupted. It is suspected this is what occurred during both reported events.